Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.

Event description:
Additional information received indicates that the patient was brought to clinic and the insertable cardiac monitor (icm) was interrogated. The icm was still unable to pair successfully.